Event description:
After decannulation, patient had a narrowing pulse pressure. Imaging revealed a hemorrhagic effusion. Patient had a pericardial drain placed by interventional cardiology. This incident may have been caused by a medtronic mc3 13fr cannula.